Manufacturer narrative:
Follow-up #1: date of submission 07/22/2014, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found power on reset events. The battery cap was not returned and a test battery cap was used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidents. The pump casing was opened and no evidence of moisture intrusion or damages to the power circuit was found inside the pump. The reported power issue was verified in the black box but not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.